Manufacturer narrative:
The date of occurence was received via email. Section b3 was corrected. Section d10 updated - device received. The investigation is currently ongoing.

Event description:
It was reported that a web device did not detach from the delivery pusher after multiple attempts with two detachment controllers. The system was removed and a new web device was used to complete the case. There was no reported injury or intervention.

Event description:
It was reported that a web device did not detach from the delivery pusher after multiple attempts with two detachment controllers. The system was removed and a new web device was used to complete the case. There was no reported injury or intervention.

Manufacturer narrative:
The investigation of the returned web system found the implant still attached to the pusher and within the introducer. Corrosion was observed around the heater coil; however, this corrosion is consistent with prolonged exposure to saline and would not have been present during the procedure. The unit did not pass continuity and resistance testing. Further inspection found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the lead wire's yield strength. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that a web device did not detach from the delivery pusher after multiple attempts with two detachment controllers. The system was removed and a new web device was used to complete the case. There was no reported injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was said to be available for return to the manufacturer for evaluation. It has not been returned to the manufacturer. The alleged product issue cannot be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.